Event description:
Information received by medtronic indicated that the middle button was not responsive. The customer also stated that the insulin pump did not communicate with transmitter, screen plastic was coming up, back of the insulin pump was loose, and the insulin flow was blocked during priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.